Event description:
It was reported that by a neurologist that high lead impedance was noted at a f/u appointment. The pt was recently admitted to the hospital for break through seizures and status. His system diagnostic test revealed dcdc=7 on 2 separate tests. No known events were reported to have led to this issue. The pt was referred for x-rays. Review of the patient's programming history in the programming history database indicated the last known good system diagnostics were from implant and were ok/ok/1/no. F/u was made with the patient's treating nurse who indicated that a lead fracture was seen on the x-rays as they were taken and evaluated by the treating neurologist. Moreover, the patient's increase in seizures was hard to compare in pre-vns level so at the time is unk. No plans have been made as far as surgery as the patient has already seen the neurosurgeon. The last good known system diagnostics were from (B)(6) 2009 and were within normal limits (no specifics).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.